Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the pt was at home and conscious at the time of treatment. The response buttons were pressed briefly after the treatment was delivered. The pt was taken to the hosp following the treatment for further eval. Pt continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event, and he continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 09/2013 - reuse. Electrode belt (B)(4), 05/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.